Manufacturer narrative:
The vendor did a product validation indicating that the air will be deflated little by little during normal storage, but the air is still enough and does not affect the function before the three yr exp date. The vendor indicates that, per their experience, the amount of air deflation depends on the time of storage, especially when it is stored over the exp date for one or two yrs later. Per the vendor, although the sample is not available, the product may have been stored over the exp date according to their validation and past complaint record.

Event description:
The event is reported as: during training, the air cushion mask was found under inflated. No pt injury/involvement reported.